Event description:
Reported status: death. Reported rationale: perforation requiring medical intervention resulting in occlusion/death. Device issue: no device malfunction has been reported. It was reported that after a successful ptca in 2009, the pt returned to the cath lab the same day complaining of intense substernal chest pain and hypotension. Angiography revealed the stent areas of the proximal, mid, and distal right coronary artery to be widely patent. There is a perforation present in the distal right coronary artery (rca), which is approx 5 mm proximal to the proximal edge of the stent (2.5 x 18 rx mini vision stent). There is diffuse spasm in the mid rca. The pt was not given any further anticoagulation, due to the perforation. Another company's stent was deployed in an attempt to seal the perforation; however, it failed to seal the perforation completely. A graftmaster stent was then advanced for treatment; however, due to heavy calcification, the stent could not advance. During removal, the stent dislodged from the balloon into the proximal rca, where it was deployed, overlapping the previously implanted rx vision stent, in an unintended site. A second graftmaster was selected and advanced for treatment; however, this would not advance and during removal also dislodged from the balloon. A dilatation balloon was used and inflated inside the dislodged stent, and the stent was able to be drawn back into the guiding catheter and removed from the pt. At this time, it was seen that the rca was completely occluded, and attempts to cross the occlusion with an asahi guide wire and a s port wire were unsuccessful. The pt underwent pericardiocentesis, and there was complete resolution of the pericardial effusion. Despite this, the pt continued to be hypotensive and ultimately developed ventricular fibrillation and shock treatment was performed. On return of rhythm, she had emd. The pt failed to survive the resuscitation and was pronounced dead in the cath lab.